Event description:
The clinician reports that the day the implant was placed in fdi 26, failure occurred upon insertion. Primary stability not achieved, implant surface not completely covered with bone and sinus augmentation. Patient presented with bonetype iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.